Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was evaluated for a patient with a cardiac contractility modulation (ccm) device who was asymptomatic. The electrogram (egm) data indicated thick blips on the right ventricle (rv) and shock, raising concerns about a potential real ventricular fibrillation (vf) event, as noted by the patient's electrophysiology cardiologist. Upon review, the egm data confirmed a real vf event, with initial thicker signals showing a 1:1 relationship. However, as the arrhythmia progressed, the ccm device appeared to undersense some beats, which may have affected therapy delivery. Despite this, there were three undersensed rv beats noted post-ccm therapy that could be affecting amplitude averages causing this ICD to be less sensitive however, did not delay therapy. An atp attempt was unsuccessful, while a 41j shock successfully converted the arrhythmia. Importantly, no adverse patient impact was reported. This device remains in service.